Event description:
It was reported by the customer that on (B)(6) 2010 a flash occurred while using the laser which resulted in a straight aiming beam at 45,630 joules. A device evaluation is pending.